Manufacturer narrative:
(B)(4). A visual assessment was performed. The catheter demonstrated signs of use. As received, the working channel sleeve (wcs) did not protrude. However, a functional assessment for wcs protrusion was performed and maximum wcs protrusion was observed when the tip was articulated by turning the small knob in the counterclockwise direction and the large knob in the clockwise direction. A functional evaluation was performed. The device was plugged into the controller. No image was displayed, confirming the lost image. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. Based on the investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Wcs protrusion in devices manufactured with post 01-mar-2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. A device history record (DHR) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an electrohydraulic lithotripsy (ehl) procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, visualization was lost and gray dots appeared on the screen. After the ehl probe was connected, the physician attempted to check the remaining stone, but there was still no visualization. The procedure was completed with a lithotripter basket. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protruded.